Manufacturer narrative:
Complaint investigation has not been completed yet. A follow up report will be submited upon completion.

Event description:
Surgeon performed a shoulder procedure and completed it without incidents until he pulled wand out. He then noticed the patient had a white burn mark (size of a nickel) at underside of incision, around the shaft area. Surgeon did not use a cannula. Conmed console used with settings of 120/50. The caller states that the device was put through a laparascopic test to check for any voids on insultation and their machine did not go off. Patient appears to be in good condition and was treated with silvadene dressing and sent home. Burn to be monitored at post-op check up. Follow up with reporter on 02/20/07 revealed the patient is healing properly and no further consequences resulted from this event. This device is used for treatment.